Manufacturer narrative:
Info was not provided by the initial contact. Info anticipated, but unavailable at this time.

Event description:
It was reported that, during a colectomy, the device would cut tissue, but did not lay a staple line. Used another device to complete the case with no pt consequence.